Event description:
This ring was explanted after approximately a 1 day implant duration due to mitral insufficiency, regurgitation and coronary artery disease.

Manufacturer narrative:
Device not returned.